Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 64-year-old female with non-ischemic cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Immediately upon initiation of support low purge pressure alarm with noted on the automated impella controller (aic) a alarm stating "low purge pressure" occurred. All connections were checked and were secure. Purge solution dripped out of the purge disc areas. The decision was made to replace the impella 5.5 with another. There was no patient harm related to this event.

Manufacturer narrative:
D.6a and d.6b added since the initial submission of manufacturer device report number 1220648-2023-04892 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-04892 and should not have been. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2023-04892 in accordance with updated procedures. H.3 revised as device evaluation is anticipated and was not selected on the initial manufacturer device report number 1220648-2023-04892. H.6 codes 2199 and 3221 were reported incorrectly on the initial manufacturer device report number 1220648-2023-04892 in accordance with updated procedures.